Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced 'soreness where the device was'. It was further reported that the icm experienced possible migration. The icm remains in use. No further patient complications have been reported as a result of this event.